Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a cavitron 30k fsi-sli-10s insert tip overheated; no injury resulted.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.